Event description:
It was reported that a dissection occurred, and the patient died. The 85% stenosed target lesion located in the left anterior descending artery (lad) and 80% stenosed, and long target lesion located in the right coronary artery (rca) was mildly tortuous and mildly calcified. Pre-dilatation was performed with a non-boston scientific (bsc) semi-compliant balloon catheter. Following pre-dilatation, two non-bsc stents were deployed in the lad, and a drug-coated balloon was used for the diagonal branch artery. A 32 x 4.00 promus premier drug-eluting stent was then deployed in the proximal rca at 14 atmospheres. However, during the procedure, a distal stent edge dissection occurred, which was flow-limiting. A non-bsc device was used to cover the distal stent edge dissection, and a 3.0 x 15 mm nc emerge balloon catheter was used to post-dilate the stent at 13 atmospheres. The procedure was completed, but unfortunately, the patient expired.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that a dissection occurred, and the patient died. The 85% stenosed target lesion located in the left anterior descending artery (lad) and 80% stenosed, and long target lesion located in the right coronary artery (rca) was mildly tortuous and mildly calcified. Pre-dilatation was performed with a non-boston scientific (bsc) semi-compliant balloon catheter. Following pre-dilatation, two non-bsc stents were deployed in the lad, and a drug-coated balloon was used for the diagonal branch artery. A 32 x 4.00 promus premier drug-eluting stent was then deployed in the proximal rca at 14 atmospheres. However, during the procedure, a distal stent edge dissection occurred, which was flow-limiting. A non-bsc device was used to cover the distal stent edge dissection, and a 3.0 x 15 mm nc emerge balloon catheter was used to post-dilate the stent at 13 atmospheres. The procedure was completed, but unfortunately, the patient expired. It was further reported that the dissection occurred in the distal rca. At the time of the procedure, the patient was alive, but post-procedure, the patient died in the coronary care unit (ccu).

Manufacturer narrative:
B2: date of death updated. B5: describe event or problem updated.

Event description:
It was reported that a dissection occurred, and the patient died. The 85% stenosed target lesion located in the left anterior descending artery (lad) and 80% stenosed, and long target lesion located in the right coronary artery (rca) was mildly tortuous and mildly calcified. Pre-dilatation was performed with a non-boston scientific (bsc) semi-compliant balloon catheter. Following pre-dilatation, two non-bsc stents were deployed in the lad, and a drug-coated balloon was used for the diagonal branch artery. A 32 x 4.00 promus premier drug-eluting stent was then deployed in the proximal rca at 14 atmospheres. However, during the procedure, a distal stent edge dissection occurred, which was flow-limiting. A non-bsc device was used to cover the distal stent edge dissection, and a 3.0 x 15 mm nc emerge balloon catheter was used to post-dilate the stent at 13 atmospheres. The procedure was completed, but unfortunately, the patient expired. It was further reported that the dissection occurred in the distal rca. At the time of the procedure, the patient was alive, but post-procedure, the patient died in the coronary care unit (ccu).